Manufacturer narrative:
Per DHR (device history record) the product aquatherm iii, electronic heater, serial #(B)(4) was manufactured on 07/04/2011. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.

Event description:
The event is reported as: the clinician was attempting to connect the heater to a pt when they realized that the unit would not heat. The unit was replaced. The safety of the pt was not jeopardized.